Manufacturer narrative:
(B)(4). All pertinent information has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that there was a buttonhole through right eye flap that was induced by surgeon and patient. Patient moved abruptly and surgeon poked through the flap with his seibel. Flaps were created just fine with intralase. Excimer laser portion aborted after both flaps were created. A bandage contact lens was applied. At 1 day post op 20/70 due to intralase inflammation. Patient to return in 3 months for photorefractive keratectomy in both eyes.